Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor did not pass incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a patient was receiving adjust belt messages.